Manufacturer narrative:
Journal article: post cryptococcal moyamoya syndrome: case report and review of literature authors: boby varkey maramattom journal: neurology india year: 2020 reference: 10.4103/0028-3886.288983. Date of event: date of publication procedural images in the article provided the basis of the analysis. The images provided show patient MRI scans prior to the resolute onyx implant, therefore are inconclusive for the events reported. There are no other images present that offer further information on the reported adverse events. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report was submitted. A patient noticed left leg weakness 1.5 months after a superficial temporal artery to middle cerebral artery (sta-mca) bypass. Patient was taken for intracranial stenting with a drug eluting stent and was diagnosed with post-cryptococcal moyamoya syndrome (mms). On digital subtraction angiography (dsa), the right internal carotid artery (ica) was noted to be narrowed and near occlusion of the right aca-a1 segment with 70% stenosis. The distal m3 branches were dilated, suggestive of an impaired cerebrovascular autoregulatory response. A 3 × 15 mm resolute onyx coronary drug eluting stent was deployed in the right mca. Post-stenting angiograms showed good mca flow with a mean diameter of the right mca of 3 mm. The cervical ica diameter also increased from 3 to 5 mm. The patient went to ICU for ventilation. Three hours later, right-sided pupillary dilatation was noticed. An emergent CT showed a right parenchymal intracerebral hemorrhage. An immediate decompressive craniectomy was performed, but the patient continued to deteriorate and died. It was indicated that the patient died during the stent implant procedure. The physician stated that there was a causal relationship between the device and the reported event.